Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs showed no abnormalities in oled functionality, but multiple battery communication errors are clearly shown. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an esophagectomy, prior to use of the device, the handle was removed from the charger. After the handle was started up normally, the handle was set with the power shell, and on the screen, the unusable indication appeared, an x-mark with red circle. Therefore, it was unable to be used. Another handle and a new power shell was taken out. The surgery was continued. The event occurred during the procedure but the product was not used for patient. There was no patient harm.